Manufacturer narrative:
On 12/09/2016, wes enterprises l.p., a fujifilm certified service partner, was contacted by the customer with a request to perform an overall check of the subject endoscope. No patient injury or malfunction was reported. On (B)(6) 2016, the subject endoscope was inspected by wes and found to have a buckled patient insertion tube and a kink in the umbilicus section. On 12/20/2016, wes was informed by the customer about a patient injury (with unspecified details) involving the subject endoscope. On 12/22/2016, wes reported this information to fujifilm endoscopy division. The subject endoscope was shipped to fujifilm. On (B)(6) 2016, the subject endoscope was inspected at fujifilm and wes's original inspection findings were confirmed. Several areas of the insertion tube have a slight irregular surface ("bumps"). The insertion tube is fully flexible, with no stiff areas and no sharp edges. It is concluded that the current state of the subject endoscope would not have contributed to the reported patient injury. The customer's complaint regarding lack of flexibility was not confirmed. The subject endoscope will be returned to the customer without any repairs performed, as per request by the customer.

Event description:
On (B)(6) 2016, patient underwent routine colonoscopy screen. It was reported that the scope was hard to retract and required additional patient positioning to remove. The scope seemed to arch and was unable to bend (no flexibility). Patient left after procedure, meeting discharge assessment and scoring criteria. The scope was sent to wes enterprises for evaluation. On (B)(6) 2016, patient had complaints of abdominal pain, bleeding with fever and chills. She was admitted with noted free air on CT (small sporadic amount of free air). The patient did well over the next 6 days with her wbc back to normal after two days and was tolerating her diet and was discharged. She returned and was identified with possible injury and surgical repair was completed on (B)(6) 2016, requiring a temporary left sided colostomy.